Event description:
This pt received her PICC line on (B)(6) 2011. We looked at the cxr and the PICC was placed on the left side and terminated at the lateral wall; it was not lower svc. They were lowering her prograf but her levels were increasing. On the same day they measured labs simultaneously through the red port and also through a piv. The red port from the PICC line came back with a prograf level of 24.6 and the piv lab was 5.2. If they went by the PICC reading, it would indicate to lower the prograf levels, which they had been doing. However, the piv showed them that in fact this pt was below therapeutic range and the prograf needed to be increased. They removed this PICC on (B)(6) 2012.

Manufacturer narrative:
The MFR has received the sample and will be evaluated. Results are expected soon.